Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine failed earth leakage current performance specification during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test but failed the rite electrical test. The rite electrical earth leakage current (lc) reverse measured 353.0 microamp, which was outside of the specification range 4.0 to 300.0 microamp. The assignable cause of the rite electrical test was undetermined. The hc device was forwarded to service.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.